Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer contacted the field service engineer (fse) and reported that patient side manipulator (psm1) had a yellow led. The insertion could not finish initiative during system start up. Nothing special was found in the error log. The procedure was completed as planned with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used psm3 instead of psm1 to finish the procedure. Dr. (B)(6) performed a three-arm procedure as the fourth psm was not used.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced patient side manipulator (psm1) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Psm was returned for failure analysis, and the reported problem was confirmed and replicated. A review of system logs confirmed the psm1 showed yellow led. The psm was installed onto a golden system where it failed sine cycle test indicating fault on the pitch axis 2, replicating the reported event. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. After testing was complete, a visual inspection found no issues related to the reported event. The complaint was confirmed based on failure analysis.failure analysis determined the axis 2 motor and pot assemblies to be the root causes of this issue.